Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was doing a normal walk and the field representative noted a small signal from the device. Attachment report showed that the patient experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) reviewed episodes and noted that it appeared to be a sinus tachycardia or supraventricular tachycardia (svt) in the 180s beats per minute (bpm) for which the device has delivered anti-tachycardia pacing (atp) and shocks. Reprogramming changes done to address the issue. No adverse patient effects were reported.